Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The bwi product analysis lab received the device for evaluation 12-oct-2023. The investigation was completed on 19-oct-2023. The device was returned for evaluation. The returned device's visual inspection and screening test were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed; however, the hole could be related to the handling after the procedure but, it cannot be conclusively determined. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue; therefore, the complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Force issue. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-oct-2023 there was reddish brown material inside and a hole on the pebax with internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on 19-oct-2023 and have assessed this returned condition as reportable.